Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented experiencing bradycardia. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture. The rv lead was explanted and replaced. The patient was in stable condition.